Event description:
Technical services received a call on 11/30/2012 from sales rep. On (B)(6) 2012 hcp reported that patient was seen for routine follow up and the su was > 125. Daily measurements show variability in su from 50->125 ohms, but in last month had been > 125 ohms consistently. Also, shock channel egm was all noise. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).